Event description:
Primary rn was switching the IV fluid bag into a new one and removed the IV tubing from the IV pump. After she spiked the new IV bag, she was placing the IV tubing back into the pump and found the IV tubing was leaking and spraying fluid from the tubing just below the blue connector that attaches to the IV pump. The tubing is removed from the pump and inspected, noted that there is a leak and fluid will spray from the tubing when it is stretched as it is attempted to be attached to the pump. The IV tubing is removed and replaced with a new one, sequestered and placed in a bag in the 5 east lead's office. Unfortunately, the original packaging has been thrown in the trash before the event and cannot be determined which is the original packaging. FDA safety report ID# (B)(4).